Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from the healthcare provider (hcp) via a company representative regarding a patient receiving hydromorphone 20.0 mg/ml at 25 mg/day via an implanted pump. The indications for use was noted as non-malignant pain. It was reported the patient was hospitalized after a refill. The patient had a pump refill on (B)(6) 2015 at the healthcare provider's office. The managing practitioner increased the dilaudid dose from 12.03mg/day to 25mg/day and also gave the patient a 30mg dilaudid bolus in the office over 1.5 hours. The patient's mother stated that upon arriving home the patient was unable to get out of the car due to severe pain in their legs. The patient was taken to the ER (emergency room) with severe pain. The logs in the pump were checked and the pump was working. The managing physician had requested a dye study, however the ER (emergency room) physician did not believe the patient could sit through the study. The patient was given IV (intravenous) dilaudid. As of (B)(6) 2015 no surgical intervention occurred and it was unknown if surgical intervention was planned. The troubleshooting, diagnostics and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.